Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inratio: 5.4; lab: 1.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.4, ref: 1.0, mean: 3.20, confidence limits: 1.9-4.6. Customer results were analyzed and accuracy confidence limits were not met. Time elapsed between results was not indicated. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. It was revealed that the coumadin pt was scheduled for surgery; however, inr results were given to surgeon prior to surgery, which caused a delay in treatment and surgery. In-house investigation and accuracy test was performed on returned meter and retained strip. Accuracy criteria was met. Visual inspection passed. Other meter functions were checked and passed. Product deficiency was not established. As of 2009, fourteen discrepant result complaints were reported for lot # 216969 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results for unit: the allowable difference between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both samples of lot 216969 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.